Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs paddle leads MRI; upn: (B)(4); model: sc-8416-70; serial: (B)(4); batch: 5177466.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom was impaired wound healing. The cause of infection was unknown. Intravenous antibiotics was administered. The patient underwent an explant procedure. All device components were removed and were discarded by facility.